Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 563 mg/dl. Customer reported that insulin pump had keypad anomaly and up arrow button was hard to press. Customer stated that numbers wee not ramping on their own and the scroll bar was not moving with no input. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive all the buttons due to corroded keypad traces.